Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side deflation and "feels flat". Device remains implanted.

Event description:
Patient reported right side deflation and "feels flat". Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed openings on anterior, radius and posterior side assessed as surgical damage per rga. Particles in valve: no observed particles in the valve. Additional observations: no other observations observed. No further actions are required as the device was implanted.